Manufacturer narrative:
Citation: ferrari e. Trans-carotid access for tavr allows safe and rapid exchange for bailout valve-in-valve procedures. J card surg. 2018 jan;33(1):4-6. Doi: 10.1111/jocs.13513. Epub 2018 jan 28 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported

Event description:
Medtronic received information via literature regarding a (B)(6) male with history of severe aortic regurgitation (ar), coronary bypass surgery, chronic renal failure, hypertension, chronic obstructive pulmonary disease, severe peripheral vascular disease, and atherosclerosis of the abdominal aorta and congestive heart failure (chf), who underwent implant of a medtronic trans-carotid 29-mm corevalve implantation. Transesophageal echocardiogram and angiography revealed that the valve was released too deep with a moderate postoperative paravalvular leak. An attempt to treat the paravalvular leak with repeated re-ballooning was unsuccessful. A bail- out valve-in-valve procedure with a non- medtronic valve was performed with mild residual paravalvular leak (pvl). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.